Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings: the black box showed one unexplained pump reboot; there were multiple pump reboots observed following call service alarms. The battery compartment was cracked and the returned battery cap was undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring; there was no power interruption during the investigation. The original complaint could not be duplicated or confirmed. The pump¿s cover was removed and moisture corrosion was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).